Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0444 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient presents obstruction in the lumen of catheter PICC mse (powerpicc 3cg single lumen), it was inserted on (B)(6) 2020 and patient requires to receive medication through intravenous till (B)(6) 2020. It was required to remove the device.